Event description:
A pt reported blood glucose results of 231 mg/dl, 169 mg/dl, 257 mg/dl and 300 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby, indicating a potential malfunction of the meter in terms of precision. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Another control solution test was performed with a new vial of the strips and the result fell within specifications. A walk through bg test was performed; the pt obtained 134 and 136 mgdl on the reported meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.